Event description:
It was reported that the lead tip was found to be bent in the packaging (as it was pulled from the packaging) and was not implanted. Another lead was used successfully. The patient recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. (B)(4). Final device analysis revealed that the distal end of the lead was bent new out of the box. The electrode alignment was not straight.